Event description:
During a clinic follow-up, the device was noted to be in backup mode. Technical support was contacted, however, the device nominal settings were able to be restored. Furthermore, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The device was returned due to back-up mode (bvvi) and failure to interrogate. The backup condition of device was verified when received, and the device could not be interrogated with the merlin programmer. The product code was downloaded, and analysis was performed. The analysis performed included thermal and mechanical testing of the device and indicated that the pacer exhibited normal device characteristics. Assessment of total projected longevity was performed, and the device was found to have appropriate longevity left. Analysis on the device image indicated the cause of backup was power on reset (por). The cause of por was undetermined, and the reset could not be reproduced.